Manufacturer narrative:
The complaint was revisited after receipt of additional information and reassessed as not reportable. Information notes the hemolysis was resolved.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 72-year-old male patient presenting in cardiomyopathy, in scai stage d shock, and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was concern for hemolysis, due to pink-tinged urine. It was reported that the hemolysis resolved. It is unknown if any troubleshooting steps were taken. After six days on support, the device was removed with a bridge to a left ventricular assist device (lvad). The post-procedure outcome is survived at explant. While on support, the device functioned as intended at p-8 at 4.4l/min with d5w sodium bicarbonate in the purge solution. Hematuria can be attributed to the impella's anticoagulation and purge requirements and/or potential malposition of the device.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.